Manufacturer narrative:
Corrected data: the initial MDR did not include the alternative report identification number. (B)(4). Device evaluation: a chemistry analysis was performed on the returned tablets. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint. Results are within established acceptance criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: exact date unknown; 3rd week of (B)(6). (B)(4). The tablets were returned; however, at this time the testing has not been completed. Evaluation for retained and record review have been completed. Product evaluation: retained product testing was performed. Chemistry analysis results do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint. Chemistry analysis included physical appearance, neutralization and dissolution time, ph, and catalase activity. Results were within established acceptance criteria. Manufacturing records review: environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records reviewed and found to be in order. There was no unusual observation or deviation noted during the tablet manufacturing process. Based on the review of the manufacturing records and certificate of analysis, it was concluded that the reported customer's complaint could not be confirmed/justified. All pertinent information available to (B)(4) has been submitted.

Event description:
Female patient reported experiencing red eyes with use of consept onestep soon after she started using consept onestep in the third week of (B)(6) 2016. She went to contact lens store in the beginning of (B)(6) where a doctor at the contact lens store diagnosed conjunctivitis and prescribed eye drops. The patient did not remember the name of drug. She went to a hospital in (B)(6) 2016; and the doctor diagnosed a problem with cornea; no scratches on cornea. Doctor prescribed 2 eye drops: gatiflo ophthalmic solution and fluorometholone ophthalmic solution. At that time, the doctor told patient not to use contact lens for one week. At the time of calling, patient still had red eyes. The exact dates of the events was not provided. This report represents the neutralizing tablets; a separate MDR is being filed for the lens solution.